Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that battery depletes faster than expected. The customer's blood glucose level was 203 mg/dl. Customer continued using the pump for insulin therapy. In addition, it was reported that the did not update the date and time on the pump since first receiving the pump. Customer corrected the time and date to resolve the issue.